Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm and that battery life was short as it lasted only for three weeks. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kl, mmt-397a. Troubleshooting was not performed. No harm requiring medical interventions were reported. No product return is required for mmt-332a, mmt-1780kl, mmt-397a.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 22.0 received the lowbatteryalert (104) on (B)(6) 2025 12:46:00 after more than 7 days at 28.58 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 17:47:00 after more than 7 days at 26.15 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 22:02:00 faster than expected at 3.29 days. Pump passed the rewind test, prime/seating test, basic occlusion test, active current measurement and sleep current test, occlusion test, force sensor test, self test and displacement test. No unexpected alarms during testing. No delivery anomalies or alarms noted during testing. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Pump received with broken battery tube threads, label damage (peeling), cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button, stained keypad overlay. In conclusion, customer alleged for charge/battery lasts less than expected was confirmed in the pump history. Customer experienced an unexpected power loss of less than 7 days per the pump history records. However, unable to confirm no delivery/occlusion alarm concerns when no alarms were noted during testing. No moisture damage found during deconstructive analysis. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.